Event description:
It was reported that noise was noted on the right ventricular (rv) lead. The rv lead was capped and replaced during an unrelated procedure. The patient was in stable condition.

Event description:
Additional information was received indicating the noise resulted in oversensing.